Event description:
The customer reported that the system displayed a communication error message. This error message will likely result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of patient injury.

Manufacturer narrative:
The customer would not respond to multiple service calls so the service record was closed.